Event description:
Pt was hospitalized for hyperglycemia. Pt reports that the blood sugar kept climbing through an evening in 2003. Pt had been pouring cement that day and was quite physically active. Pt did not change the infusion set or otherwise do any troubleshooting. After being in the hospital two days, pt attempted to re-attach the insulin pump using the same infusion site pt had been admitted with. When the blood sugars started to rise again, pt noticed the infusion cannula had come out of the skin.